Manufacturer narrative:
The insulin pump was monitored for one week with no time clock anomalies noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the time on insulin pump would change from pm to am on its own. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.